Event description:
The customer contacted physio-control to report that when their device was powered on, the led lights on the keypad would illuminate, but the display remained blank. This behavior could be indicative of a lock-up failure. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device, but after extensive testing was unable to verify the reported failure. After observing proper device operation through functional and performance testing the unit will be returned to the customer for use. The cause of the reported failure could not be determined.

Manufacturer narrative:
After several follow-up attempts by physio-control, the customer was not able to provide more detail regarding the reported failure. Based on a review of the available device data, it was observed that the device was powered on from (B)(4) 2013 until (B)(4) 2013 without being connected to ac power. Over that 3 day period, both batteries depleted normally. On (B)(4) 2013, the device was connected to ac power and charged the batteries. The device was not powered off until (B)(6) 2013. When the lifepak 15 device is not able to power on due to normal battery depletion and a lack of ac power, the ac indicator and the battery charge indicator above the keypad assembly will briefly illuminate; however they will not remain illuminated. Based on the limited detail regarding the reported failure and the findings of physio-control, it is likely that normal battery depletion was the cause of the reported failure.